Event description:
In this event it is reported that the patient experienced difficulty removing suresmile retainer this resulted to injury to their gums.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Manufacturer narrative:
Investigation results: dl protocol was followed for retainer model 1 I do not see any issues with the models. Patient was complaining it was too tight. I do see that they have submitted a ss3 so that they can have passive trays to use as a retainer model with a scalloped trim line. This should be more comfortable for the patient and easier to remove. Ss3 is in review for the dr. We reviewed the DHR for so-155511so00054466 / patient ID#: (B)(6) / site ID#: 55617, qty. 1 items assy-500015 (retainer) were packaged by the second shift by auto bag-and-box operation on (B)(6) 2025, in manufacturing cell 1, equipment bag-15. The sales order was inspected and met the acceptance criteria provided by qa. Failure mode - treatment planning issue, root cause - no defect, conclusion code - no failure found.